Manufacturer narrative:
During follow-up, the patient said she noticed no defect or malfunction with the t14, and did not know the lot number of the t14 units she was using when she acquired the infection.

Event description:
Intermittent catheter patient (user) said she had a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said she was prescribed an antibiotic by her doctor, took it, and recovered fully. Her doctor put her on a daily medication to prevent uti's and advised that she change catheters to see if it helped.